Event description:
It was reported a patient underwent a (re-do) persistent atrial fibrillation (afib) cardiac ablation procedure with an octaray mapping catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. It was a persistent atrial fibrillation patient, which has been ablated before for 4 times. Mapped with octaray mapping catheter and smart touch sf catheter was also inside (usual workflow). They finished mapping and when they started to ablate, they faced suddenly with a tamponade (pericardial effusion). Additional information was received. The adverse event occurred between a few minutes after mapping and before ablation phase. They did not even start to ablate. There was no ablation phase. The physician did not mention any problem with biosense webster, inc. Products. Patient has fully recovered and no residual effects. The smart touch sf catheter was in the left atrium (no ablation). Transseptal puncture was performed. Flow rate during the study was like always 2 ml/min but no ablation was performed.

Manufacturer narrative:
E1. Initial reporter address line 2: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).